Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded that the et handpiece calibration optic window was pitted and needed to be replaced. The technical expert noted that the pitted optic window caused the et handpiece calibration to be 15% higher in output energy. Following replacement of the optic window, system calibration and energy verifications, the subject device performed to required manufacturer specifications. A lumenis healthcare professional reviewed the reported event details, patient treatment settings, and photographs concluding that the treatment settings were on the high side for a skin type v patient, based on common medical practice, device training, and device labeling. Additionally, the healthcare professional noted that device operator performed a test patch prior to treatment and waited only one (1) minute before performing a full treatment. The health care professional concluded that long-term hypopigmentation is probable and that most of the burns will resolve with a possibility of a small amount to be permanent. A review of device labeling states: "treatment parameters - skin type - always perform a test patch on the intended treatment area. For skin styles v & vi, wait at least 48 to 72 hours after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. Lumenis is continuing it's investigation and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient of skin type v sustained second degree burns to the chin and neck area following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. It was further reported the patient was prescribed undisclosed medications.

Manufacturer narrative:
It was reported on the initial MDR as an adverse event and product problem. Following the investigation, it was determined that this event is only an adverse event and that no subject device malfunction had occurred. A quality assurance engineer reviewed the reported event and concluded by noting the following: excess energy was transmitted - caused burns. Protective glass was cracked. After replacement of protective glass energy levels dropped apx 15% based on details above, it was determined that misuse (of not following device labeling instructions to inspect the protective glass before calibration) caused bad parameters during calibration and thus resulted in excess energy output. A review of the subject device labeling states: "if any component appears damaged, contact your local lumenis service representative." A review of the DHR confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. The user manual instructs user of proper calibration procedure. A review of the subject device labeling states: "calibrating the handpieces - handpiece calibration is required upon system startup. Calibration is also recommended prior to each treatment. After calibration, the treatment screen for the selected handpiece displays on the touchscreen and the startup procedure is complete. Energy calibration determines the optical output and verifies that the pulse energy is within specific tolerances. During calibration, an internal energy meter located beneath the handpiece cradle measures the output energy of the handpiece. The system automatically sets the laser parameters over the operating range, determines the electrical parameters, and compares the measured and expected pulse energies. If the system is already turned on, the operator may initiate a recalibration from the treatment screen at any time by positioning the handpiece in the cradle, placing the system in ready mode and waiting for the status indicator to display "ready", enabling the handpiece, and pressing the handpiece trigger. Calibration is recommended prior to the start of each treatment. Hs handpiece: always perform calibration with a new tip installed on the handpiece. Et handpiece: ensure that the handpiece's sapphire tip is clean and dry. Ensure that the energy meter's protective window is present and clean. Warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage. Et handpiece calibration procedure - in order to ensure proper calibration, pay particular attention to the following: check that the energy meter's protective window is present and clean (see calibrating the handpieces" on page 53). Ensure that the handpiece is fully inserted into the cradle. Ensure that the handpiece's sapphire tip is clean and dry."